Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was cut, twisted, and entangled with a non-boston scientific device. The cut section of the distal part of the imaging window did not return for analysis. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing. Photos provided by the site showed the imaging window cut, twisted, and entangled with a non-boston scientific device.

Event description:
It was reported that removal difficulties and possible dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) and diagonal artery. The physician was able to gain access to the lad and diagonal with no issues. The vessel was pre-dilated, and a stent deployed in the diagonal. An opticross 6 hd imaging catheter was advanced without any issues to examine the lad vessel. When the device was turned on, the image did not appear, and the device made a strange sound. Another failed attempt was made to obtain an image. An attempt was made to remove the catheter to see what had happened, but the catheter could not be pulled back and it was noticed that the guide catheter now looked kinked. A decision was made to remove all devices together, but the device would not come out of the radial sheath. The physician ended up cutting the guide and pulling everything out piece by piece. All access was lost aside from the wire in the radial artery. The physician was unable to advance a new sheath and a wire would not advance. Radial access was lost, and groin access was obtained. The procedure was completed via the groin with another of the same device with no further complications. The patient was sent to radial ultrasound and vascular surgery consultation if needed. The patient remained hospitalized. It was further reported that the patient had a follow up ultrasound and everything was normal so the patient was discharged normally.

Event description:
It was reported that removal difficulties and possible dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) and diagonal artery. The physician was able to gain access to the lad and diagonal with no issues. The vessel was pre-dilated, and a stent deployed in the diagonal. An opticross 6 hd imaging catheter was advanced without any issues to examine the lad vessel. When the device was turned on, the image did not appear, and the device made a strange sound. Another failed attempt was made to obtain an image. An attempt was made to remove the catheter to see what had happened, but the catheter could not be pulled back and it was noticed that the guide catheter now looked kinked. A decision was made to remove all devices together, but the device would not come out of the radial sheath. The physician ended up cutting the guide and pulling everything out piece by piece. All access was lost aside from the wire in the radial artery. The physician was unable to advance a new sheath and a wire would not advance. Radial access was lost, and groin access was obtained. The procedure was completed via the groin with another of the same device with no further complications. The patient was sent to radial ultrasound and vascular surgery consultation if needed. The patient remained hospitalized.

Event description:
It was reported that removal difficulties and possible dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) and diagonal artery. The physician was able to gain access to the lad and diagonal with no issues. The vessel was pre-dilated, and a stent deployed in the diagonal. An opticross 6 hd imaging catheter was advanced without any issues to examine the lad vessel. When the device was turned on, the image did not appear, and the device made a strange sound. Another failed attempt was made to obtain an image. An attempt was made to remove the catheter to see what had happened, but the catheter could not be pulled back and it was noticed that the guide catheter now looked kinked. A decision was made to remove all devices together, but the device would not come out of the radial sheath. The physician ended up cutting the guide and pulling everything out piece by piece. All access was lost aside from the wire in the radial artery. The physician was unable to advance a new sheath and a wire would not advance. Radial access was lost, and groin access was obtained. The procedure was completed via the groin with another of the same device with no further complications. The patient was sent to radial ultrasound and vascular surgery consultation if needed. The patient remained hospitalized. It was further reported that the patient had a follow up ultrasound and everything was normal so the patient was discharged normally.